Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus and the cursor did not line up and that it was unable to be corrected with calibration and therefore the overlay/bezel assembly was replaced and the stylus calibrated.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's screen was unable to be calibrated and that several attempts were made using different stylus touch pens. The programmer was returned for service. There was no patient involvement.